Manufacturer narrative:
F10 - pt code 1802 is not a labeled event. Devic code 2204 is not relevant to event labeling. H6 - preliminary device analysis reveals normal device function. Final device analysis results will be sent in follow-up report when completed. 5/21/1998: h6 - primary finding of device analysis revealed no device failure, no anomalies found. Analysis of the intrathecal catheter revealed no device failure, no anomalies found. H10 - the investigation by the medical examiner's office is ongoing as of this date. A follow-up report will be sent when the investigation is completed. H2 - coroner's report stated mechanism of death: respiratory supression, cause of death: polypharmacy, contributory cause: unexplained chronic pain, coronary artery disease, manner of death: accident.

Event description:
Pt with history of chronic back pain had infusion pump system implanted in 1/1998, and had been receiving morphine sulfate since the time of implant. Three days prior to the event, the pt's medication was changed from morphine to a combination of fentanyl, baclofen and marcaine. One day prior to the event, the pt's daily dosage was increased. The following day, the pts husband found her unresponsive and was doa upon arrival at the hosp. The medical examiner found nothing significant on gross examination, and samples were drawn for toxicology studies which were not yet available as of the date of this report. The device was returned to the MFR for analysis and is functioning per specifications. A sample of the fluid from the pump was returned to the medical examiner's office for toxicology studies. Investigation into this event is continuing.